Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: a review of the black box showed no evidence of a short battery life. Several call service 128 post-delivery motor error alarms were observed. The battery compartment and cap were undamaged and able to fit. The ez-prime steps were performed correctly and all current readings were above specifications. The reported short battery life complaint was duplicated. The pump cover was removed to find further moisture corrosion to the continuous glucose monitoring module and to the power printed circuit board.